Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported thrombosis is a known adverse event listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient had a 3.5 x 28 mm vision implanted in 2010. The exact date was not provided. The patient returned to the hospital on (B)(6) 2010 with angina. An angiography was performed, noting 100% occlusion with thrombus of previously placed stent. Dilatation was performed with a 3.0 x 20 mm nc merlin, but there still appeared to be diffuse thrombus in the distal vessel. Thrombectomy was performed, removing a large amount of clot, and flow improved. A 2.0 x 18 mm multi-link mini vision was then deployed in the distal vessel, and a 3.0 x 18 mm multi-link vision was placed between the 2.0 x 18 mm mini vision stent and the previously placed 3.5 x 28 mm vision stent. Timi flow was noted to be at iii and the patient was discharged with medications. No additional information was provided.